Event description:
It was reported surgical intervention was undertaken on (B)(6) 2018 where the lead was repositioned more medially to capture bilateral coverage.

Event description:
Follow-up revealed the lead revision was an elective decision made by the physician. The patient received their desired coverage postoperatively.